Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented after receiving an alert for rv oversensing. The physician elected to cap the lead and the patient was fine after the procedure.